Manufacturer narrative:
Medtronic received additional information related to this event. During this operation to replace the patient's previous non-medtronic aortic valve as well as completing coronary artery bypass grafting (CABG), severe mitral insufficiency of the patient's native valve was discovered. Severe mitral annular calcification was also noted, and this medtronic bioprosthetic mitral valve was implanted. During the procedure, the patient's aortic valve was re-replaced with a non-medtronic valve, the tricuspid valve was repaired with a non-medtronic annuloplasty ring, the left atrial wall was augmented with a pericardial patch due to previous scarring, previous pacemaker leads/generator were removed, new leads and a generator were implanted, and CABG was performed. At this point in the operation, the patient had been on cardiopulmonary bypass for 6 hours and required maximum doses of inotropic medications plus nitric oxide for severe pulmonary hypertension. Echocardiogram revealed good functioning of the medtronic mitral valve. Due to the patient's hemodynamics, an intra-aortic balloon pump was placed, and blood products were given for coagulopathy. The patient was returned to the intensive care unit with an open chest. One day post surgery, the patient became hypotensive with increased chest tube output. Bedside cardiac massage was performed. The patient returned to the operating room for exploration, and no definitive cause of the bleeding was found. The patient returned to the intensive care unit with continued high levels of medical support. The patient's metabolic function and hemodynamics remained unstable, and additional blood products were required. The patient was continued to decline despite increasing support levels, and ultimately died one day post surgery. No autopsy was performed. There is no evidence to suggest that the medtronic valve caused or contributed to this patient's clinical course and ultimate death. A4: patient weight added. B3: date of death and event date were updated. B7: relevant history was added. E: initial reporter information updated. G3: additional report source added. H6: coding updated product analysis: no formal product analysis could be completed since the device remains implanted in the patient. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. That said, it appears the cause of death was due to the patient's multiple co-morbid conditions, and the reported evidence does not suggest that the valve or its function contributed to the patient's death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 days post implant of this 31mm mitral bioprosthetic valve, the patient passed away from unknown reasons. Attempts to determine cause of death have been unsuccessful, and its unknown if an autopsy was performed.